Event description:
Edwards lifesciences maintains an implant patient registry. This registry is a patient tracking mechanism for serialized edwards implantable devices (bioprosthetic heart valves and annuloplasty rings), rather than a true post-market surveillance registry. Through the registry, edwards is notified when these devices are implanted. In addition, patient and/or device status may be reported to the registry via the implantation data cards. The information is received from various sources (e.g. Surgeon, hospital, and patient family members) and is not received in the form of a conventional "customer complaint". The information reported may or may not be related to the edwards device. In this case, it was reported that the valve was explanted after an implant duration of approximately (B)(6). Through follow up, the surgeon indicated that there was no malfunction related to the explanted valve. Unfortunately, the reason for explant was not provided. No other details provided.

Manufacturer narrative:
A copy of the patient's op report was received on (B)(4) 2012. The report documents the patient's original diagnosis of truncus arteriosus. She underwent original repair as an infant and has had 2 subsequent surgeries for right ventricle to pulmonary artery conduit placement. The most recent surgery was 10 years ago when the edwards prima stentless porcine valve was placed using a 24-mm gore-tex conduit to extend the graft to reach the ventriculotomy. Since that time, her truncal root continued to dilate. Her truncal root was found by MRI to be over 5.5 cm in diameter. The plan was to perform a valve-sparing root. Although her conduit was not markedly stenotic, it was felt that they would likely wind up entering this during the course of dissection. By removing the conduit, it would help better define the left coronary artery. A valve sparing truncal root replacement was performed, as well as right ventricle to pulmonary artery conduit using a new edwards 25 mm prima porcine stentless valve. It has been determined that the reason for the explant of the subject valve was due to prophylactic purposes. On occasion valves may be explanted with no evidence of malfunction and are otherwise performing as intended. In this case, the patient required a root replacement. By removing the conduit, it would help better define the left coronary artery during the procedure. The surgeon has also confirmed that this event was due to procedure related factors and not a device malfunction.

Manufacturer narrative:
Device not returned. Additional information regarding the event (e.g. Operative report, discharge summary) has been requested; however, it has yet to be provided. Unfortunately, the edwards device was discarded by the hospital; therefore, the valve could not be assessed for any malfunctions or deficiencies. The device history record (DHR) review was completed and this device passed all manufacturing and sterilization inspections. No further actions are possible with the available information.